Event description:
During follow up (on nov 5) of the ICD system involved in this MDR report, oversensing was observed in the ventricular channel. A re-intervention was performed on 9 nov to explant the lead, which has been destroyed during the revision and is not available for analysis. Review of the memory data was requested to identify the source of oversensing.

Manufacturer narrative:
November 26, 2010. This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Discussion: the oversensing episodes recorded were non sustained episodes and did not trigger any therapy. These episodes were mainly short bursts of low amplitude noise. Such oversensed events could result from strong external interference, specific patient activities or myopotentials sensing. None of them could be confirmed; however, myopotentials or emi are the most probable hypothesis. Although the lead has been replaced, there is no evidence that oversensing will not recur with the new lead. Careful check of this oversensing phenomenon could be bone during follow-up to evaluate whether the incidence of the phenomenon is increasing or not. Evaluation of the correlation of the patient environment or activities with the date and time of occurrence of the oversensing behavior (possible source of interference) should be considered. The source of oversensing should be excluded (if possible).